Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer had a motor that was not mixing. The field service technician (fst) found a pump head that was burned out. The burned pump head was initially noticed during machine repair for the mixer improperly detecting water inside. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the pump head. There was no harm to any patients or individuals because of this malfunction. The biomed reported that the pump is the original fresenius part on the machine and that there was no damage observed on any other components associated with the burned pump head. The biomed replaced the dry level sensor and pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The pump is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no discrepancies. Internal inspection of the pump assembly revealed damage to the front housing and impeller assembly caused by the impeller assembly impacting the front housing. This failure is caused by running the pump motor assembly without water. The observed damage is caused by friction, not burn damage. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no discrepancies. Internal inspection of the pump assembly revealed damage to the front housing and impeller assembly caused by the impeller assembly impacting the front housing. This failure is caused by running the pump motor assembly without water. The observed damage is caused by friction, not burn damage. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements..

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer had a motor that was not mixing. The field service technician (fst) found a pump head that was burned out. The burned pump head was initially noticed during machine repair for the mixer improperly detecting water inside. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the pump head. There was no harm to any patients or individuals because of this malfunction. The biomed reported that the pump is the original fresenius part on the machine and that there was no damage observed on any other components associated with the burned pump head. The biomed replaced the dry level sensor and pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The pump is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer had a motor that was not mixing. The field service technician (fst) found a pump head that was burned out. The burned pump head was initially noticed during machine repair for the mixer improperly detecting water inside. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning found on the pump head. There was no harm to any patients or individuals because of this malfunction. The biomed reported that the pump is the original fresenius part on the machine and that there was no damage observed on any other components associated with the burned pump head. The biomed replaced the dry level sensor and pump, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The pump is available to be returned to the manufacturer for physical evaluation.